Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 6 devices were received for evaluation; 6 events were confirmed during testing. Regarding the missing paint chips, 6 devices were found to be affected by paint chips flaking from the device. Regarding the overheating, 3 devices were found to be affected by a shattered bearing and corrosion, 2 devices were affected by corrosion, and 1 device was affected by broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events, in which the device was reportedly overheating and paint chips were found to be missing. There was no patient involvement; no patient impact.